Event description:
A user facility biomedical technician (bmt) reported to technical support that during preventative maintenance (pm) a 2008t machine had a heater with heat damage (blue color) which was replaced. The blood pump rotor was also not passing pressure check and was also replaced. There was no patient involvement, patient harm, or adverse event reported. The machine is back in service. It was reported the replaced components were available to be returned for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the component was not returned; a physical investigation was not performed. Investigation determines that there was causal relationship between the objective evidence and the alleged event; the alleged event is confirmed. A product history review was completed during the investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was confirmed.

Event description:
A user facility biomedical technician (bmt) reported to technical support that during preventative maintenance (pm) a 2008t machine had a heater with heat damage (blue color) which was replaced. The blood pump rotor was also not passing pressure check and was also replaced. There was no patient involvement, patient harm, or adverse event reported. The machine is back in service. It was reported the replaced components were available to be returned for investigation.